Event description:
The customer reported, the system displayed a "collimator iris is too large" error message on the control panel, but the system did not stop x-raying. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.